Event description:
Medtronic received info that this valve was abandoned immediately after implant because aortic insufficiency was identified on echo. It was reported that the valve was discarded and replaced with a mechanical valve.

Manufacturer narrative:
Device history reviewed. Device history review found the product met specifications when released for distribution. Cause of event cannot be determined. The valve was not returned for analysis. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the valve, no definitive conclusion can be made regarding the performance of the valve.